Event description:
It was reported that during reprocessing a pk dissecting forceps instrument, a wire was broken. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. Other cables at instrument's wrist were not damaged. No other damage was found. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.